Event description:
Subsequent to the initial MDR, clarification was provided on 1/3/2024. It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a seizure due to hypoglycemia. The patient reported that while swimming, her blood sugar dropped rapidly and she experienced seizure. The patient's display device was in her bag. She did not know whether the sensor functioned as expected and she was too far to hear the alerts and alarms, or whether the sensor was in signal loss or experiencing some other malfunction at the time of the episode. The patient was pulled out of the pool by her friends, treated with a glucose tablet, and recovered after treatment. After an unspecified time, the patient experienced wearable sensor failure. Of note, the patient also reported grievances with the design of the sensor adhesive and overlay patch. There was no documentation of further medical evaluation or intervention for hypoglycemic seizure. At the time of follow up on 1/3/2024, the patient was feeling well. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: type of investigation - additional information h10: corrected data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had wearable failure 3 days after the sensor was inserted in the arm. While in a pool, the patient experienced seizure. The patient was pulled out of the pool by her friends, treated with a glucose tablet. Of note the friend did not call paramedics, patient recovered after treatment. At the time of the report, the patient was feeling ok. Technical support contacted the patient on (B)(6) 2023 for additional information but the patient declined details and did not want to talk about the event. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.